Event description:
The caller stated that the cuff of the tracheostomy tube is not staying inflated. The tube is still being used by the pt. The source of the leak has not been isolated. The trach has been in use since (B)(6) 2010. The caller stated, the cuffs are pre-tested. The caller does not know how much pressure is usually used to inflate the cuff. The pt uses a ventilator but the caller does not know how much time per day the pt is on the ventilator or its settings. There is no lot number or exp date. The caller did not know when the tube will be changed out and it is not available to be returned.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. The tube is not available for failure investigation. No analysis or conclusions can be made.